Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tibial artery. After a 300cm/short taper/straight thruway guide wire was crossed, a 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, it was noted that the balloon got stuck on the guide wire. Both devices were removed together from the patient's body. A new guide wire and balloon catheter were used and completed the procedure. No patient complications were reported and the patient status was fine.